Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on right ventricular (rv) channel. Upon review, the impedance measurements showed sudden increase and were consistently high. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is not expected return for analysis and have been retained by customer.